Event description:
The patient contacted animas on (B)(6) 2012, stating the up arrow keypad button had delayed response and the button is sunken. It was reported that this issue started about seven months ago. The keypad was reportedly intact and the pump was not exposed to water. The patient wore the pump attached to a belt and cleaned it with a dry toothbrush. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow and contrast buttons were found to be intermittently unresponsive; the down arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found the contrast, up, and down key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.